Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:57:22. During night drain cycle six, the patient's ultrafiltration reading was 627ml, indicating the home patient drained 627ml more than their maximum programmed fill volume of 1000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.